Event description:
Medtronic (covidien) received information that during a flow diversion treatment of a left ophthalmic carotid aneurysm with a pipeline embolization device, the physician experienced that the pipeline would not released from its capture coil. The access vessel had a 360 degree loop in the cervical ica segment, very tortuous. There was a noticeable difference in the amount of force required to advance the device through the microcatheter as the device was navigated through the tortuous segment. Attempts were made to release the capture coil by torquing the delivery wire in accordance with the instruction for use, however, the pipeline still could not released from the capture coil. The physician then decided to remove the device. The pipeline device and microcatheter were removed as a unit by retracting the system into the guide catheter. The pipeline was released from the capture coil during the process of device removal, however the device was not in the landing zone when the pipeline was released. No patient injury was reported as a result of this procedure.

Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no quality issues were noted. The device will not be returned for analysis; therefore, the event cause could not be determined.

Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no quality issues were noted. The microcatheter, pushwire and pipeline were returned for evaluation. The pushwire was found outside catheter. The pipeline was not attached to the pushwire. The ends of pipeline were found fully opened with damaged braid. The capture coil was found severely damaged. The proximal bumper was loosed on the pushwire. The solder joint was missing from the proximal bumper. No other anomalies were observed. Based on the above findings, the customer's report could not be confirmed. The cause for the experience reported could not be determined as the pipeline was released from the capture coil. It is possible that the damage to the capture coil and braid may have contributed to the reported issue subsequently causing the pipeline to be stuck in the capture coil during deployment. However, the cause for damage could not be determined. In regards to the loose proximal bumper and the missing solder joint, it is likely the interaction between saline, blood, decontamination solution and device handling may contributed to the corrosion on the solder joint subsequently causing it to be loose and missing. All products are 100% inspected for damage and irregularities during manufacture.